Manufacturer narrative:
Failure analysis: examined vela main pcba pn: 52850, rev. F, sn: (B)(4) and found that the zero ¿0¿ calibration of the exhalation differential transducer pt802 failed to calibrate. The main pcba was installed into a known good vela test ventilator and calibration was performed per test standard (B)(4). Finding/root-cause: duplicated, exhl diff: (B)(4) fail, complaint allegation. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Event description:
The foreign distributor in (B)(4) reported that the device had a transducer faulty while on a patient. Vent was switched out, no patient harm, all alarms were functional.

Manufacturer narrative:
Carefusion sent an email to the foreign distributor seeking additional information concerning the reported event and the condition of the patient. As of june 05, 2015 there has been no response from the user facility. (B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a return good authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of june 05, 2015 the alleged faulty main board has not been received.